Event description:
It was reported that insulin leaked past the second o-ring of the reservoir into the insulin pump. The blood glucose reading was 414 mg/dl. The customer advised that he treated with a manual injection, as his insulin was running low. The most recent blood glucose reading was 99 mg/dl. He was unsure when the leak occurred, but he noted that the reservoir was used and on the third day of use. Insulin was found in the reservoir compartment. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used reservoir, performed visual inspection and found 1st o-ring out of groove. The reservoir returned opened/used.